Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. D2b (dyf; dsy). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a surgical graft placement procedure using a carboflo device. It was reported that during the procedure, the ring on the graft allegedly fell off, causing the blood to leak from the graft. The procedure was completed using another device. There was no reported patient injury.